Event description:
It was reported that during implant the physician tried several positions to place the rev lead. High thresholds and low sensing were noted. After multiple positionings the helix didn't extend or retract any more. This lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of sensing anomaly and high thresholds were not confirmed in the laboratory. The lead functionality met all test specifications and no anomalies were found. The cause of the anomalies could not be determined.